Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (patient, manufacturer representative, foreign) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was no stimulation after using a fitbit for four days. The patient couldn't change the settings on her patient programmer anymore, but her charge was showing 100% and she felt no stimulation. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. The patient was directed to the hospital, and it was unknown if the issue was resolved. No surgical intervention occurred. The patient was alive with no injury. Additional information was received from the manufacturer representative reporting that the patient felt the therapy was no longer working properly despite a fully charged ins since using the fitbit.